Event description:
Customer reported system locks up during video playback. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the low voltage power supply and cable. System operates as intended.